Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post sensed t wave oversensing was observed on remote follow-up. Programming changes were suggested. The device remains implanted.

Event description:
The device was explanted and replaced electively on (B)(6) 2019. The patient was stable throughout.